Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/18/2023, it was reported by a sales representative via sems that an ar-9800 synergy rf console had an issue. Tried two different apollos, delivering too much power and firing up in the joint. Afraid to keep using it and rather have it replaced. Noticed during the case, with no patient harm or adverse event. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 8/8/2023, the sales representative provided the following information via email and phone: this occurred during a shoulder scope/rcr procedure. They did not check for overheating on the console itself, and there were no error messages present. They opened two ar-9811 apollorf mp90, aspirating ablators with an unknown lot number. They started to use the first apollo for a short time for ablation, and then the surgeon stopped using the device as it was too powerful in output. He then opened the second apollo, started to use it for a short time for ablation, and it also was too powerful, so the surgeon stopped using it. He then used a shaver handpiece and a shaver blade with unknown part numbers to complete the procedure successfully with no impact to the patient or the staff and no case delay. The two apollos did not overheat and were discarded by the facility, no pictures were taken.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Visual inspection noted that metal face on the tip of the device is peeling back and coming off the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.